Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was to report that over the past couple of days they had been getting zings on the left side of their left foot. The patient said that it happened yesterday for about an hour and a half on and off when they were walking or bending over. The patient also said that today it seemed to be doing it more when was bending over a lot. The patient said that they decreased the setting however they didn't notice any decrease in the intensity of the zings, which they said felt like electrical shocks. The patient said they had only noticed this change during the day when they were active. When asked, the patient said that the last time they made an adjustment was at the end of october and they hadn't changed the program in probably 4 months. The patient mentioned that they were getting a lot better sleep at night because they weren't getting up as often. Reviewed therapy information and general programming guidance. Reviewed option to turn therapy off for a period of time and then monitor if still experiences the electric zings. The patient will maintain stimulation level and will continue to track symptoms. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient said that they contacted the hcp's office and was told that the hcp was currently on vacation. The patient also said that they left a voicemail for a manufacturer rep.